Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recv1610 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient underwent hemodialysis catheterization on the bedside on (B)(6) 2020, and hemodialysis treatment. At 2:50 a.m. On (B)(6), the nurse's round found that the patient's hemodialysis tube had been broken, the stump suture was intact, and there was no shedding. The nurse immediately reported to the doctor. After symptomatic treatment of stumps, compression and hemostasis, the patient's vital signs were stable and no special discomforts were reported.